Event description:
"Lead impedance warning care alert stating rv impedance 190ohms** thresholds are elevated h lead manufactured by greatbatch med. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).